Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The customer reported problem was confirmed. According to the investigation, motor rate error was found during occlusion testing. The investigation reported that the reported issue was caused by combination of worm coupling, worm gear, motor bracket, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. Investigator?s replaced motor assembly, worm gear, leadscrew and clutch halves. Performed pm maintenance and all functional testing passed. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor rate error. No adverse effects were reported.